Event description:
It was observed that the pt was not responding consistently to sound. In 08/2005, the pt was seen by a co representative for device evaluation. The recommendation for a CT scan was made. A week later, the co was notified that the surgeon scheduled surgery to reinsert the electrode array.